Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus formed on the laa. A left atrial appendage (laa) closure procedure was being performed. There was no sign of thrombus in the laa prior to the transseptal puncture (tsp). Following the tsp thrombus occurred on the laa. The watchman ® access system did not enter the patient. The procedure was aborted. The procedure was conducted two weeks later after strengthening anticoagulation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was not completed due to this event and the patients status is stable.